Event description:
Adverse event: interrupted procedure. Malfunction: laser stopped firing, low nitrogen error message. A surgeon reported that the system stopped a procedure at 4%. The case was finished as the treatment was reprogrammed and completed without any further issues. The surgeon does not have concerns of harm or injury to the pt, who is reported to be doing well following the procedure. The surgeon contacted the refractive account manager and reported that the cause of the laser stopping could have been due to an energy error, which was probably caused by the surgeon inadvertently double tapping the laser foot switch.

Manufacturer narrative:
Determination of root cause: assessment: during a phone call, the system's logfile was reviewed which showed that there was a low nitrogen error message that preceded the surgery interrupt message at 4% completion of the procedure. During the onsite visit, the territory manager (tm) observed a drop in the high pressure nitrogen 9 bar to 3 bar over a 15 minute period. The tm also verified normal nitrogen flow through the nitrogen regulator. The tm determined that a bad sending unit in the nitrogen regulator was the problem, and replaced the internal nitrogen regulator. After replacement the nitrogen reading was stable at 8 bar. Conclusion: based on the results of the investigation, the root cause was a faulty internal nitrogen regulator. (B) (4). (B) (4).